Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive sars result for 1 symptomatic patient. No confirmatory testing completed. The customer also reported 1 additional patient event which is captured on a separate report.